Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a product identified during an event. It was reported that non-fusion and recurrence of symptoms. Did not fuse properly, stable arthrodesis with concern for pseudoarthrosis at c5-6 with hardware loosening, surgery was recommended subject does not want to have procedure. Site related assessment possible to study device and procedure. Sponsor assessment causal related to index procedure, causal related to device (zevo 7714015). Outcome status not recovered/not resolved lsh update: adverse event info: date the site became aware of event 2026-04-15 relative time from the procedure post surgery subevent number: 003 narrative: did not fuse properly, hardware loosening, surgery was recommended subject does not want to have procedure.